Manufacturer narrative:
The initial medwatch. The aware date should be 13-jan-2022. Additional details were received from the user facility that were inadvertently left out of the initial report where the procedure was a flexible ureteroscopy. The break occurred at the tip of the ureteroscope after the procedure. The procedure was completed with the same set of equipment and no complications were reported for the patient. This report is being supplemented to provide results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely excessive force was applied to the bending section by user handling and caused breakage of the bending tube. The following is included in the instructions for use (IFU) and may help detect or prevent the event: "perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." "Inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." "Do not operate the angulation control lever with excessive force in a narrow space to the opposite direction from the bending direction while the distal end of the endoscope is not moved. The bending section may be damaged. Check the tip position of the endoscope and the shape of the bending section using fluoroscopy, etc. Do not insert the insertion tube with excessive force and twist." "Do not insert the insertion tube with excessive force into the ureter or calix. The bending section may be damaged." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During the initial inspection process, the bending section breakage and perforation of the adhesive were clearly identified showing a significant metal exposure, instead of an unspecified problem at the distal end as the user suggested. Tape was wrapped around the adhesive of the distal end to seal the known leak. Additionally, the image inspection showed that many of the fibers were broken, but the light transmission check didn¿t reveal any major deficiency. When inspecting the angulation direction on the angle plate, the technician read 240° (up direction), and 240° (down direction). The bending section could be straightened and return to the neutral position. The instrument was partially disassembled, no humidity was present inside the device. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus the distal end of the uretero-reno fiberscope was cut. Upon inspection and testing of the customer returned device, the bending section was found broken; there was a perforation of the adhesive and significant metal exposed. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.